Event description:
It was reported that a spectrum iq infusion pump under-infused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "under infused" was not reproduced. Evaluation sent the device for flow rate accuracy test, delivery rate of 40 (ml/hr) with a volume to be infused of 40 (ml) with a delivery result of 39.026 (ml) with error % of -2.435 and a delivery rate of 40 (ml/hr) with a volume to be infused of 20 (ml) with a delivery result of 19.626 (ml) with error % of -1.87. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a review of event history log revealed multiple occurrences of infusions at recommended parameters. The infusions ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.